Event description:
The user's mother went to the clinic and reported that the user had a fall the day before. The user hears some sounds, but he does not have good speech perception. Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother went to the clinic and reported that the user had a fall the day before on (B)(6) 2022). He hears some sounds, but he does not have good speech perception. A reimplantaion is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's mother went to the clinic and reported that the user had a fall the day before in (B)(6) 2022. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
The user's mother went to the clinic and reported that the user had a fall the day before in august 2022. The user has been reimplanted on (B)(6), 2023.